Manufacturer narrative:
(B)(4)

Event description:
It was reported that an episode of nsvt that appeared to be caused by lead noise was observed. The signal was sensed and pacing was inhibited for approximately 2 seconds. The patient was asymptomatic. Isometrics did not replicate the signal and there were no other electrical anomalies. At generator change there were no externalized conductors noted under flouroscopy. No intervention was performed.